Manufacturer narrative:
The logs for the imaging system were evaluated by medtronic personnel. The logs showed that reported issue could be confirmed. The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No evaluation has been performed on the system as troubleshooting resolved the reported issue when initially reported. Issue resolved via troubleshooting.

Event description:
A medtronic representative reported that, while performing a planned maintenance (pm), the trackers on the imaging system were communicating with the navigation system. Restarting the imaging system resolved the reported issue and the system could be used. There was no patient present when this issue was identified. No additional information was provided.